Event description:
It was reported to globus that a pt had a revision surgery seven months post-op. This was an adjacent level surgery. While addressing this issue, it was discovered there was a broken rod from the initial surgery.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The product was returned for eval. A review was conducted of all applicable material records, manufacturing records, storage records, and distribution records according to the descriptions of the product used with the concomitant device. All records revealed all product lots were manufactured within specifications, maintained and distributed in accordance with all federal, state and operating procedures. Upon eval, visual inspection, dimensional checks, and material confirmation were performed and verified the implant met all specifications. Visual inspection showed a fracture surface 12mm from the tip of the rod and inclined nearly perpendicular to the rod axis. The exact cause of the reported issue cannot be ascertained. Additional info has been requested for section a, and if provided, will be reported in a supplemental report.